Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a left side rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.7, h.6

Event description:
The device was explanted.